Event description:
The rotator is coming apart on the injector tubing. No harm or injury reported. The customer reported 25 defective but could not provide any specific info or clinical details for the additional events. Customer is not expected to return any devices for eval/investigation. Therefore this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval/investigation is completed. Eval method: device history record was reviewed, complaint data base was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.